Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On or about (B)(6) 2008, the pt was implanted with the monarc sling to treat stress urinary incontinence. It was reported the pt experienced pain and discomfort, vaginal mesh erosion and protrusion of mesh through the wall of the vagina which caused a hole in the vaginal wall. Mesh shrinkage and scarring caused vaginal tightening and pain. Dyspareunia was reported with extrusion into the vaginal opening. The pt also reported urinary problems, vaginal bleeding with chronic discharge, infection, vaginal groin, and hip pain. On (B)(6) 2011 and (B)(6) 2012, the pt had surgery to remove the monarc sling and will require further surgeries to remove the remaining mesh.